Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen intermittently did not respond when pressed and would not calibrate. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.